Event description:
It was reported to boston scientific corporation that a mantis clip device was used during an unknown procedure for treatment performed on an unknown date. The anatomical location is also unknown. During the procedure, the clip was prematurely deployed. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: the date of the event was approximated to 4/1/2025 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomical location.